Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit functioned properly. Unit delivery properly during bolus delivery. No delivery anomaly was noted during testing. Unit received with cracked reservoir tube lip.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 495 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 592 mg/dl. Troubleshooting found that the pump did not pass the high pressure test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.